Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested, and the following was obtained: is the user a new user to vistaseal? If not, how many times have they used vistaseal prior to this event? User is not new to vistaseal. Unsure of exact number but technician has prepared approximately 10x or more. How many times have they applied the laparoscopic tip? Unsure of exact number, but more than once. Was a sales representative present during the case when the issue was experienced? No what is the lot number? B4ydf00061. Was the product used? Technician wasn¿t sure if the nurse ended up giving her back the same biologics with a new tip. Unsure at this time. Was any leakage or product solution observed at the luer locks connection? Unknown. Were there any unexpected outcomes or complications as a result of the event? No. Are there pictures of the damaged device available? No. Tip lots for vst10 kit lot b4ydf00061: 2628010 & 2625058. Investigation summary: a physical product was returned, and a conclusion can be made. The vistaseal tip, luer-locks, and adaptor were returned in sufficient condition to perform analysis. According to the initial product complaint, the device "would not loosen in order to apply the laparoscopic tip." Based on this event description, it can be assumed that the user had difficulty removing the luer-locks. After manipulating the device, the evaluator was successfully able to remove the luer-locks with no difficulty. A manufacturing record evaluation was performed for the possible finished device lots, and no non-conformances were identified. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch 2628010 mfg date: may 03, 2020 - may 09, 2020, exp date: may 04, 2023. Batch 2625058 mfg date april 25, 2020 - may 03, 2020, exp date: april 26 2023. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on unknown date and a fibrin sealant preparation device was used. The device would not loosen in order to apply the laparoscopic tip. No adverse patient consequences were reported. Additional information was requested.